Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. The customer reported the catheter had to be pulled and replaced due to a cracked and leaking port.